Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was found to have a broken conductor wire. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use, and no damage or abnormalities were noted. During the procedure, an issue occurred while operating the instrument. The reported damage involved a full breakage of the black conductor cable. There was no reported loss of cautery function or signs of thermal damage at the breakage site. No arcing was observed, and it is unknown if the instrument collided with another tool during the procedure. No fragments fell into the patient¿s anatomy.